Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call.

Event description:
It was reported that the 8800 system had mixed up and missing images and would not send images. No pt injury was reported.